Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient implanted with aris on (B)(6) 2009. On or about (B)(6) 2012 patient treated in emergency department. On or about (B)(6) 2012 patient underwent excision of mesh due to erosion of vaginal wall and pain.